Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced recharge burden. Later, the patient's ipg turned inoperable and patient lost stimulation. The patient reported routine charging of their ipg. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced addressing the issue. Therapy was restored postoperatively, reportedly.